Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with ios operating system version. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms described as "heat" and a seizure requiring unspecified treatment of provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with ios operating system version. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms described as "heat" and a seizure requiring unspecified treatment of provided by the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. An incompatibility issue with the freestyle librelink application resulting in the customer being unable to monitor glucose with sensor readings. Was able to successfully start a libre 2 sensor, received both glucose readings and alarm notifications in the application (android 13; 2.8.4.9335, ios 15.6.1; 2.8.1.6120), and the complaint was unable to be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.